Event description:
Patient had 24 defibrillator shocks in close succession. Analysis by product representative revealed a "faulty switch" in the pulse generator. Explant of faulty device and replacement done.